Manufacturer narrative:
B4:17may2021. The authorized service engineer evaluated the unit, and the unit was working properly with passed performance assurance. The reported issue was not duplicated.

Event description:
The customer reported that the unit is alarming proximal alert. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.